Event description:
It was reported the stent prematurely deployed in the microcatheter. There was no clinical consequence to the patient as a result of the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported the stent prematurely deployed in the microcatheter. There was no clinical consequence to the patient as a result of the event.